Event description:
It was reported to mizuho osi that the table dropped/tilted unexpectedly. Customer stated that table dropped and almost rolled a patient off table.

Manufacturer narrative:
The foot-end motor was tested and indicated the foot-end motor assembly was near end of life. A new replacement foot-end motor was installed on the table. There is no previous site service history of any service activity provided by mizuho osi for this table and s/n.

Event description:
It was reported to mizuho osi that the table dropped/tilted unexpectedly. Customer stated that table dropped and almost rolled a patient off table.